Event description:
Per the clinic, the patient experienced a wound infection and soft tissue overgrowth at the abutment site. The patient was treated with oral antibiotics, and the skin around the abutment was revised under local anesthetic on (B)(6) 2021. A soft tissue reduction procedure was performed, under local anesthetic, on (B)(6) 2021. Clinical management is ongoing. The implanted device remains.